Event description:
The reporter stated that the suspect device showed variations when compared to the lab. Examples provided were 3.8, 4.0, 2.6, 6.0, 5.1 and 1.8 on the suspect meter. Corresponding lab results were 2.5, 3.0, 1.8, 3.6, 3.4 and 1.5 respectively. No treatment was administered based off of suspect device results.